Event description:
It was reported an issue where a customer experienced a problem with a battery not charging. There was no reported adverse impact to the customer's blood glucose level. As the pump was out of warranty, it would not be returned, and no further information was available regarding any corrective actions taken.